Event description:
It was reported that when the physician connected the lead to the pulse generator, an output anomaly and loss of sensing were noted. A different device was implanted.

Manufacturer narrative:
Final analysis confirmed the output anomaly. Double pulses were detected in the ventricular channel in the unipolar configuration. The integrated circuit was replaced, and normal device function ensued.